Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. On the morning, the patient came to the hospital for suture treatment due to a calf injury. At 8:10, the doctor used suture to suture the wound. When the suture became tangled, the suture broke. Treatment: a new suture was replaced and the patient was sutured. This event resulted in the patient undergoing secondary suturing. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. --received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. - was the wound re-suturing performed during the initial procedure? If not, please explain when it was performed. - did this event contribute to any patient adverse event? If yes, please explain. The device history records reviewed, and no issue found. The manufacturing date is [dec-26-2025] and expiration date is [nov-30-2030]. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.